Event description:
It was reported while using bd q-syte luer access split septum the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: (B)(6) 2022 the patient was preparing for infusion at night, but found that the septum was abnormal, blocked and unable to infuse normally. The consumables were used during the day on the (B)(6).

Manufacturer narrative:
Investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.